Manufacturer narrative:
(B)(4). Pump passed displacement test, prime test, excessive no delivery test, self-test and unexpected restart error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 300mg/dl at the time of the incident. The customer treated the high blood glucose with the pump. The customer reported that the customer dropped the pump and it's an old pump and the lip where one pumps the reservoir in was broken. The customer was using duct tape right now. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.